Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure the pt developed increasing shortness of breath and was hospitalized. The index procedure treated a 2.5 x 24 mm, 90% stenosed lesion of the mid lad (left anterior descending). Treatment consisted of predilation and placement of a 2.5x32mm taxus liberte stent resulting in 0% residual stenosis. The pt was discharged one day post procedure on asa and clopidogrel. In 2008, the pt developed increased shortness of breath and was hospitalized. It was reported that the pt underwent a target vessel reintervention of the 95% stenosed 1st diagonal. Treatment consisted of balloon angioplasty with a 2.0x20mm balloon and placement of an unk stent. A dissection occurred during the intervention and resolved with high pressure stenting with good patency of the distal vessel. The event was resolved with no residual effects. The investigator assessed the relationship of the event to the study device as unrelated.